Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed that the pressure regulator and syringe needed replacement. The fe replaced the pressure regulator and syringe. The fe performed adjustments and qc was run. Repairs have returned this instrument to expected operation. (B)(4)

Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.